Event description:
It is reported that two broken screw were removed from pt who was a subject of the clinical trial. The pt was having more mid back pain and was scheduled to have a l1-2 fusion (screws were removed from l4-5). The subject did complain of some back and leg pain after the screws broke. First broken screw was identified about 4 yrs ago (2005 x-ray) and then the sec screw broke about 3 yrs ago (2006 xrays).

Manufacturer narrative:
This report will be amended when our investigation is complete.